Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder arthroscopy and after a few minutes of use the device started arcing. The arcing was in the operative site as well as externally coming from an orifice in the metal at the end of the probe. Another device was used to finalize the intervention. There have been no clinical or patient complications reported as a result of this event.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual evaluation under magnification shows extensive electrode wear with a significant amount of discoloration present on the tip. There is a significant amount of scratch marks present on the cap with detached adhesive around the spacer. There is a pin-sized hole on the left side of the cap. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and upon activation there were ¿sparks¿ observed at the location of the pin size hole on the left side of the cap in addition to plasma created on the electrodes. The suction line was tested and performed as intended. The complaint has been verified and physical evidence would suggest the root cause is more than likely associated with coming into contact with another device such as a cannula. Due to the detached adhesive, this allows saline under the cap; therefore, causing unintentional plasma which caused the pin-sized hole on the left side of the cap. Physical evidence would also suggest that the device may have been used as a lever to enlarge the surgical site or gain access to tissue. The instruction for use (¿IFU¿) outlines warnings and precautionary measures to adhere to during activation of the devices. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.